Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient didn't know what wasn't working. Whenever they talk to someone they stopped using the device as it is more of a pain than it helps. The patient stated that they can't sleep. The patient stated that they were supposed to meet with their hcp and a manufacturer's representative, but nothing ever came of it. The patient thought it was working after it was put in, but after about a week or so it wasn't helping. The patient played phone tag and met a rep and it still wasn't helping. Patient is in pain, and they are suffering. The patient stated that the device doesn't work. The issues have not been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. The patient reported that they are meeting with a manufacturing representative to have their device adjusted. However, they stated that they have no telemetry with recharging. The patient added that they don¿t know if the problem is the recharger or the ¿thing itself.¿ they stated that they have been having problems with the recharger for 2-3 months, and tried charging their device yesterday for 24 hours, but they weren¿t able to charge. The patient mentioned that they last successfully charged their device 2-3 months ago. They noted that they stopped using their device because it wasn¿t working. The patient stated that they were going to get their glasses and call back to further troubleshoot. No further complications or patient symptoms were reported or anticipated. Indication for use is unknown.